Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. While stimulation was turned on, the patient said that his stimulation was getting worse and wasn¿t working for the last couple of months prior to the report, which seemed to happen after his pain pump trial on (B)(6). This was a sudden change in therapy, and the patient didn¿t have any falls or traumas. The patient was not sure if the trial healthcare provider (hcp) hit a lead wire when trying to put the drug in the spine. The patient used to get some stimulation sensation with some of his programs, but at the time of the report he wasn¿t feeling anything except for program a. The patient could twist his back in a certain way in one program and he would feel a ¿large jolt¿ of stimulation, but then that was it. The day of the report, program a was the only one that worked at all. The patient had an appointment with his hcp on (B)(6) 2014. It was later reported that there were impedance readings of greater than 10,000 ohms. Pairs with #9 and #10 were elevated, 0-9 was 18,000 ohms and 1-10 was greater than 20,000 ohms. When looking at 9 and 10 as reference electrodes, all pairs were 17,000-18,000 ohms and all other electrodes were in normal range. Information regarding cause of event, troubleshooting, and patient outcome have been requested which was not reported regarding this event. If additional information is received, a follow-up report will be sent.